Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/01/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation h3 investigation summary: according to the information received, it was reported by the rep during an unknown procedure the suture broke at the swage. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. A paper lid and a winding former with a undispensed suture and a detached needle of product code vcp589h were received to ethicon inc for analysis. Upon visual inspection of the returned sample, the suture, the end was observed broken possibly from a surgical instrument. The product code vcp589h contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify if the suture broke into separate pieces or if the entire suture separated from the needle at the swage. Could you please provide the lot number? Procedure name and date? No additional information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the suture broke at the swage. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.